Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness; burning/smoke/electrical odor . There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. Unknown white contamination (dust-like), at the air inlet of the blower box, on inside of the blower motor, on bottom of enclosure. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer was not able to confirm the complaint of the device having strange odor and was not able to address the symptoms specified. In this report, section h6 has been updated.